Event description:
Patient reported "rupture." Record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: e1, g2.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b1, b5, b6, d6b, h6.

Event description:
Patient reported right side "rupture." Healthcare professional later confirmed "rupture." Healthcare professional additionally reported "capsule contracture baker grade unknown." Patient undergone capsulectomy. Device has been explanted.

Event description:
Patient reported right side rupture. Healthcare professional reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. A piece of missing shell is assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture." Record is for right side. Device remains implanted.